Event description:
It was reported that there was out of range impedance measurements that triggered a lead safety switch (lss) for the pacemaker and right ventricular (rv) lead. The lss changed the polarity to unipolar configuration and oversensing of noise was seen on a remote interrogation. At in clinic follow up the physician noted that the oversensing occurred during pocket manipulation also in bipolar configuration. Since the patient is not pacemaker dependent, the physician opted to leave unipolar configuration programmed and requested technical service (ts) review of the data stored within the remote home monitoring system. Additional information was received that ts reviewed the data stored within the device and noted the high out of range impedance as well as increased threshold measurements that occurred seven months earlier. The impedance and threshold measurements were high only on the one date otherwise the impedance remained stable at around 410 ohms, the threshold was stable at 1.0 volts too. Review of the arrhythmia logbook showed clear evidence of myopotential oversensing in the ventricular events recorded. The patient has an underlying rhythm and there was no asystole of greater than two seconds. Ts recommend to have the patient brought in clinic for further evaluation. Additional information was received that the pacemaker and rv lead were programmed to bipolar sensing configuration and unipolar pacing configuration. The patient will continue to be monitored via the remote home monitoring system and will have follow up visits for evaluation. The pacemaker and rv lead remain in service and no adverse patient effects were reported.